Manufacturer narrative:
Patient had scar tissue from previous treatment, surgeon believed the device may have disrupted some scar tissue attached to the dura. The surgeon noted good motor strength and some numbness the day after surgery. Patient restricted to 3 days bedrest. Surgeon reported on (B)(6) 2013 that the patient was doing "reasonably well". Device not returned to manufacturer.

Event description:
Dural tear resulting from disruption of previous scar tissue.